Event description:
Device malfunction: none. Symptoms/ae: pulmonary edema, cardio-pulmonary arrest and death. Time of symptoms/ae: post stenting procedure. It was reported that the patient presented with an inferior posterior wall myocardial infarction. Angiography found 100% blockage of the left circumflex artery. A 3.5x23 mm xience v stent was implanted with good flow. The patient was taken to the coronary care unit; however, the patient developed pulmonary edema. The patient was intubated and resuscitated; however, the patient went into cardio-pulmonary arrest. Temporary pacing was performed but the patient expired two hours later. The cause of death was listed as cardio-pulmonary arrest. No autopsy was performed. No additional information was provided.

Manufacturer narrative:
(B) (4).